Event description:
The patient presented with severe chest pain and shortness of breath. X-ray and CT scan revealed perforation had occurred. As a result, the lead was explanted and replaced.

Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification.

Manufacturer narrative:
Na